Manufacturer narrative:
The technician adjusted the casters to repair the stretcher.

Event description:
Information received indicates during a preventative maintenance check, the technician found the rear brake casters not working or holding properly.